Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. Esbf3614c103e was successfully implanted, followed by the etlw1620c124e which was positionedin the right iliac artery and etlw1620c124e in the left iliac artery. It was reported 1 year post the index procedure the 1 year follow up CT showed a type ia endoleak. The max diameter of the infrarenal aortic aneurysm was noted as 59 mm. The sponsor assessedthe endoleak as related to the device. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: core lab review of the 1 year follow up CT identified a undetermined endoleak. The sponsor assessed the endoleak as possible device related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.